Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant procedure of an implantable pulse generator (ipg), the patient experienced cardiac arrest and the ipg exhibited setscrew problem, when connecting the ventricular lead wire to the pacemaker there was no clicking sound heard during the screwing of the screwdriver. The connection between the lead wire and the ipg was not stable and could be easily pulled out, the situation was similar after replacing it with the new screwdriver. The ipg was attempted, not used. No further patient complications have been reported as a result of this event.